Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm) and the atrial lead exhibited noise attributed to electromagnetic interference (emi). A noise reversion episode was triggered as a result. No intervention or procedure was reported. The patient was stable.